Manufacturer narrative:
Root cause: the matter within the ID of the compression tool prevented the free movement of the k-wire. The cleaning of the device performed prior to the use was not adequate to remove the matter from the ID of the compression tool. Explanation: manufacturing records were reviewed. There were no nonconformance reports or deviations written against this manufacturing lot. Initially it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported.

Event description:
Compression tool would not go all the way down the k-wire. They could only get the tip of the compression tool over the k-wire and then it would not advance anymore.